Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to associated manufacturer report #3005099803-2008-2700 for a description of the other event. It was reported to boston scientific corporation in 2007 that a jagwire device was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed three days prior (a male patient; weight is unknown). According to the complainant, two jagwires from one package were used during the procedure. It was noticed that the tip-coating fell off of the two jagwires. The procedure was completed with another jagwire device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Based on the evaluation of the returned device, it was observed that a portion of pebax was missing from the jagwire. Although the exact cause of failure cannot be determined, the most probable cause for the reported failure may be due to the wire coming into contact with another device.